Manufacturer narrative:
Based on information provided, the cause of the intra-operative bleeding cannot be determined. The robotics coordinator stated that no davinci instrument, system, or accessory caused or contributed to the event. The cadiere forceps instrument was returned for evaluation and was found to be fully functional. Failure analysis found the primary failure could neither be reproduced nor be related to the customer reported complaint. The instrument was fully functional, passed recognition and engagement tests, and the grips worked normally. No product issue was identified. A review of the site's system logs for the reported procedure date was conducted, and there was nothing found in the logs that would suggest non-intuitive motion. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. This event is being reported due to the following conclusion: during a da vinci-assisted segmental pancreatectomy procedure, the patient experienced bleeding. The procedure was converted to an open procedure and bleeding was addressed with sutures and 3rd party stapler. The estimated blood loss was 800 ml, and patient required transfusion.

Event description:
It was reported that during a da vinci-assisted segmental pancreatectomy procedure, the patient experienced bleeding and the procedure was converted to open. The following information was obtained from the robotics coordinator: the cadiere forceps was being used for pancreatic dissection when the patient experienced more than expected tissue bleeding. The same instrument was used to clamp down to control the bleeding, and remained in place while the robot was undocked to convert to an open procedure. Once converted, the cadiere forceps was unclamped using an instrument release key. The tissue was repaired with sutures and a 3rd party stapler instrument. The estimated blood loss was 800ml, and an unspecified amount of blood was transfused. The patient was stable, admitted to a medical floor overnight, and discharged to home the next day. The surgeon did not allege any malfunction of an isi instrument or device to have occurred.